Event description:
It was reported that they were having low flow issues with the arctic sun device. Stated when testing the fluid delivery line (fdl) valves as part of the 6-month maintenance, all of the valves were reading less than -3 psi. Discussed this was likely a failed circulation pump. Discussed with them either the 2000-hour service or replacing the components onsite. Stated they would discuss repair options with management. Per wo changes on 15aug2024, it was reported that they would like for a quote for depot service, no loaner requested at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having low flow issues with the arctic sun device. Stated when testing the fluid delivery line (fdl) valves as part of the 6-month maintenance, all of the valves were reading less than -3 psi. Discussed this was likely a failed circulation pump. Discussed with them either the 2000-hour service or replacing the components onsite. Stated they would discuss repair options with management. Per wo changes on 15aug2024, it was reported that they would like for a quote for depot service, no loaner requested at this time. Per follow up information received on 04nov2024, it was reported that the sample received, and no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Unit primed to fill in decontamination. Failing circulation pump. Serviced circulation pump. Unit tripping breaker when fill tube is cleared. Test chiller pump installed in decontamination. 2 tank gasket separated from tank. A 2000-hour pm was completed on the device. Erratic flow rate after pm. Replaced the chiller pump. Replaced 2 tank gaskets. As part of the pm, serviced the mixing pump, replaced the heater, manifold o-rings, and drain valves. Preventively replaced tank tubing and coin cell. Replaced flowmeter to correct erratic flow rate after pm. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.